Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep, via the hcp. The impedance measurements were within range. The programming was adjusted, and the patient was no longer experiencing the same warning. The determinant of why the patient was unable to adjust settings was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an issue with adjusting their therapy. They received an error 59 when attempting to increase their therapy while sitting down; however, they were able to make adjustments when standing or in certain other positions. The patient had already contacted their clinic, but they were unable to provide guidance. Patient services (ps) emailed the medtronic to setup a meet with the patient and clinic to help diagnose the problem. The issue has not resolved. Additional information was received from the manufacturer representative (rep) reporting that the cause of the error message has not yet been determined. The clinic is meeting with the patient on (B)(6) 2025 in clinic to determine issue. Additional information was received from the rep reporting that the issue was resolved. They revisited programming and ensured the patient was able to adjust accordingly. There was moderate impedances that were programmed around and therapy provided was improved.